Manufacturer narrative:
(B)(4). Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The nurses reported that they had a patient with a left total knee replacement on (B)(6) 2021 that had copious amounts of drainage from the incision site that overwhelmed the dressing and caused leakage of drainage out under the hydrocolloid dressing. She could not provide reference or lot number but they had been using 12 inch dressings. Reportedly, the doctor's protocol includes keeping dressings in place for 14 days and changed them in office. The dressing came loose the day after surgery. The patient was instructed to reinforce dressing with paper tape where drainage came out from. The reporter was advised to change the dressing. There was no change in technique used for application of dressing. Most of these had been total knee replacements surgeries that had peeled. Skin preparation was used on peri wound skin and allowed to dry. Knees were at a 30 degree flexion when applied. The consumer cleaned the area 5 days pre-operatively with antiseptic skin cleanser and then also on the day of surgery. Chlora prep was used before surgery and then incision was closed with mastisol. The doctor did use drains during surgery and removed them 5 hours after surgery. There was no harm was reported. A photograph depicting the issue was received from the complainant.